Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed with s321 (motor error-pmc, left) and s421 (motor error-pmc, right) malfunction alarm codes. The customer contact reported the device was returned to the biomedical department with a note that indicated device not working, reset doors. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.